Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. There is a crack on the lcd screen as well along the bottom edge. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump was hit by something and since then it started flashing white and beeping loud. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will not be returned for analysis.